Event description:
It was reported that the lead was difficult to place due to patient anatomy and post operation the lead dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.